Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A connection anomaly on the device was noted. The device could not be interrogated by the programmer. No further intervention was performed at this time and the device will continue to be monitored. The patient is stable with no adverse consequences.